Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after a syncopal event and experiencing loss of consciousness. The pulse generator exhibited loss of capture.